Manufacturer narrative:
This report is submitted on march 18, 2024.

Event description:
Per the clinic, based on clinical symptoms and troubleshooting performed on (B)(6) 2024, it was determined that the results are consistent with a device malfunction. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.